Event description:
It was reported that the patient's post op echo revealed paravalvular leak. Reportedly, the device has not been explanted. The surgeon requested to have edwards have the patient's tee reviewed. Please refer to the tee review.

Manufacturer narrative:
Device not returned. Echo review results: as provided by an independent consultant: impression: the aortic bioprosthesis is well seated, and has normal function. There is mild to moderate prosthetic aortic regurgitation located adjacent to the right coronary cusp, near the right coronary/non-coronary commissural post.